Manufacturer narrative:
Failure analysis confirmed that the insulin pump alarmed motor error during the rewind due to corroded motor home switch. No traces of moisture were noted at electronic per visual inspection. The insulin pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed motor error. The customer's blood glucose reading was 208 mg/dl at the time of the call. The customer stated she was unable to rewind the insulin pump. She stated insulin poured out when she tilled the pump. The customer sated the drive support cap appears normal. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.